Event description:
It was reported that during a laparoscopic gastric bypass, the device would not staple across the stomach. The device was removed and a second device was opened and the case was completed with no consequence to the patient. It is unknown if the device cut the target tissue. This is all the information available.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.